Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced discomfort at the ipg site. In turn, the ipg was explanted, repositioned and replaced to address the issue. The ipg was electively replaced.

Manufacturer narrative:
Date of event is estimated.